Manufacturer narrative:
(B)(4)

Event description:
It was reported that the right ventricular lead exhibited noise. The noise was able to be reproduced in clinic. Other electrical measurements were normal. The patient was asymptomatic. The lead was capped and replaced on (B)(6) 2016. The patient tolerated the procedure well.